Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 153 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump did not suspend even though their blood glucose was under the low limit. Troubleshooting was not completed. The customer also had a high of 468 mg/dl before the low incident and the customer over bolused to treat the high. The insulin pump will be returned for analysis.